Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter hub, hypotube and collar. The distal shaft and tip of the device was not returned for analysis. The hypotube and collar were microscopically and tactile inspected. Inspection revealed damage to the collar and a total separation from the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 05-jan-2017. It was reported that the shaft got kinked. A guidezilla¿ guide extension catheter was selected for use. During unpacking, it was noted that the device was kinked. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a damage collar and total separation from the distal shaft. It was further reported that the separation occurred outside patient's body.